Manufacturer narrative:
Findings: a customer reported via phone call indicating that their insulin pump was exposed to moisture after the device was dropped. The customer had a blood glucose level was 227 mg/dl at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after the device was dropped. The customer had a blood glucose level was 227 mg/dl at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.